Event description:
When modeling wedged fields, the pinnacle3 beam collection guide does not specify the use of measured profiles in the non-wedged direction. The measurements recommended by adac will be sufficient to safely model the user's photon machine - provided the user follows the modeling guidelines covered in the pinnacle3 documentation and training literature. These additional measurements will allow users to validate their modeling for accuracy under all contingencies, no matter how small or remote. Therefore, although the possibility of pt injury does exist, the potential for its actual occurrence is considered extremely remote.